Event description:
It was reported the asymptomatic patient presented to the hospital for a magnetic resonance imaging (MRI) scan. Prior to the scan, the local representative placed the implantable cardioverter defibrillator into the appropriate settings. After the scan, when attempting to set the device back to normal pacing, it was observed it was in backup vvi pacing mode. The device was reset and reprogrammed to normal function. The patient was stable.